Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 140 mg/dl. The customer reverted to an alternate method in insulin therapy.